Event description:
A peritoneal dialysis (pd) patient's contact reported finding a fluid leak following his discontinued treatment. When she opened the cassette door there was fluid on the tubing set. The patient's contact reported the leak occurred during fill 1 and there was a hole in the back of the cassette. The set was retained. During follow up the patient's pd nurse reported that his effluent was clear. He did not have signs of infection. He was not prescribed prophylactic antibiotics. The home patient is returning the set. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.